Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported a de crease of efficacy without cause identified. The investigator assessed the event as not serious, not related to procedure, not related to device component, related to the stimulation. Reprogramming was done. There was a decrease of efficacy with impedance issue on plot 3. Relevant medical history includes idiopathic urinary incontinence.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0208709397, implanted: (B)(6) 2015 product type lead product ID 309328, lot# 0208709397, implanted: (B)(6) 2015, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The following information was reported in manufacturer report#: 3004209178-2019-15424: information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported a decrease of efficacy with impedance issue on plot 3. Factors that may have led or contributed to the issue remain unknown. No actions were taken to resolve the issue. It was unknown if the issue was resolved and the event was ongoing. The investigator assessed the event as not serious, not related to procedure, and related to the lead. No surgical intervention occurred or was planned. Relevant medical history include idiopathic urinary incontinence. Any additional information will be reported in this manufacturer report.

Manufacturer narrative:
Concomitant medical products: product ID: 309328; lot# 0208709397; implanted: on (B)(6) 2015; product type: lead; product ID: 309328; lot#: 0208709397; implanted: on (B)(6) 2015; product type: lead. H6. Patient code c50789 has been removed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot#: 0208709397, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported a decrease of efficacy. Factors that may have led or contributed to the issue was a decrease of efficacy without cause identified. Actions taken include a reprogramming done. The issue was not resolved and remains ongoing. The investigator assessed the event as not serious, not related to procedure, not related to device component, and related to the stimulation. Relevant medical history includes idiopathic urinary incontinence since unknown date.